Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported lot number was confirmed from the returned packaging and the hub. On visual/ microscopic inspection: crystallized contrast media was noted within the inflation lumen and the balloon. It was not possible to remove the contrast media. There was no obvious damage noted to the balloon or balloon catheter. During functional inspection: an attempt was made to inflate the balloon; however, it would not inflate due to the crystallized contrast media within the inflation lumen. The reported event was unable to be confirmed as the balloon could not be inflated. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The complaint information states that the balloon was able to be inflated during preparation. During inspection, attempt was made to inflate the balloon, however the balloon was unable to be inflated due to the presence of crystallized contrast media within the inflation lumen, it is not likely that this was the cause for the reported event as the contrast media would not have been crystallized during the clinical procedure. There was no notable damage noted to the balloon as a leak is difficult to observe to the un-inflated balloon. As the balloon was able to be inflated during preparation, it cannot be definitively be confirmed that there was a leak to the balloon. An assignable cause of not confirmed will be assigned to the reported balloon failed to inflate and balloon leaked during use. An assignable cause of procedural factors will be assigned to the analyzed balloon catheter shaft blocked/occluded, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject balloon was unable to be dilated. Physician withdrew the subject balloon and found it was leaking. The subject device was replaced with a similar balloon and physician completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject balloon was unable to be dilated. Physician withdrew the subject balloon and found it was leaking. The subject device was replaced with a similar balloon and physician completed the procedure without clinical consequences to the patient.